Event description:
It was reported that a pt was burned under the battery area of the hybresis electrode patch. The burn was approx 1/2 cm. The pt was being treated for bilateral carpal tunnel syndrome. The compound that was used is dexamethasone at a concentration of 4mg/ml. The dexamethasone was placed on the negative side of the patch and the saline was placed on the positive side of the patch. The treatment lasted for 3 minutes in hybresis mode and the electrode patch was worn for 2 hours. The pt experienced discomfort but did not remove the patch. Prior to the hybresis treatment, fluidotherapy was performed.

Manufacturer narrative:
No product returned. This report is being submitted because empi has received a similar complaint that suggests that this device may have malfunctioned in such a way that it would be likely to cause or contribute to a serious injury if the malfunction were to recur.